Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the pt was not feeling well and emergency services was called. When emergency services arrived the pt's system controller generated a red heart alarm. The pt was taken to the hospital and the vad coordinator replaced the system controller; however, the red heart alarm did not resolve. The vad coordinator attempted to auscultate for the pump but nothing was heard. The system monitor showed that the pump had stopped and it was not able to be restarted. It was also reported that the center decided to replace the pump and it was unknown if thrombus or an electrical issue led to the incident.